Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented an error 315. The issue was identified in maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Updated: d4 UDI#, d10, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the reported e315 (scope err unsupported scope) could not be determined, however, the issue was likely the result of corrosion in the plug unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.